Event description:
It was reported that a patient had fluid in the device header block. No additional information was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).